Event description:
The patient reported that they used the suspect device to check their blood glucose and pt obtained a result in the 500's mg/dl. Pt then took a bolus of insulin. Pt tested gain later (two hours) and the result was still in the 500's. Pt then took an additional bolus of insulin. Pt didn't feel as if their blood glucose was high. Pt then tested a third time after running errands and the result was hi. Pt again injected a bolus of insulin. Pt became ill and called an ambulance. Pt was transported to the hospital and treated with a glucose IV. Their blood glucose read 37mg/dl on a hospital meter before treatment. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.